Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a break in the insulation. There was no patient involvement. No further information available.